Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the thermogard system (sn: (B)(4)) was displaying an error message tcmid:06 (ce post failure). The customer tried serveral times to restart the console; however, were unsuccessful. No known patient consequences reported.

Manufacturer narrative:
The reported complaint of tcmid:06 (ce post failure) error message was confirmed. The ce heater was replaced to remedy the reported issue. The archive data showed the reported error message in the event logs. During functional testing, the heater resistance was found to be out of specification. The system passed all tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for serial number (B)(4).